Manufacturer narrative:
The customer¿s report of a communication error alarm was not confirmed during an evaluation of the event logs. However, a channel disconnected/power loss event was recorded in the associated pcu event log on (B)(6) 2015 at 11:34:55 am. The logs recorded pump modules s/n (B)(4), positioned as channel a, and s/n (B)(4), positioned as channel b, as being removed, and the confirm key selected before both modules were reconnected seconds later. The pump module event logs were also reviewed, confirming the alarms being attributed to power interruptions during the time of the incident. Replication of the channel disconnected/power loss was observed during testing. Further inspection of the inter-unit-interface (iui) on the pcu identified the female iui with green deposits most likely causing the channel disconnect/power loss event. Replacement of the female iui connector on the pcu with a known good iui, and programming of a test infusion with aggressive physical manipulation no longer induced the channel disconnected alarm. The root cause of the system alarming with a communication error was not identified. However, it is believed that the cause of the customer's reported alarm was related to a channel disconnected/power loss caused by a malfunction of the female iui on the pcu.

Event description:
The customer reported that the pump alarmed with a communication error and could not be re-started right away. The user transferred the infusions to different pumps. At the time of the event infusions were dobutamine 1000 mg/250 ml at 5mcg/kg/min, nicardipine 40 mg/200 ml at 5mg/hr, and heparin 25,000 units in 250 ml at 13.5 units/kg/hr. There was no patient harm.